Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log was reviewed. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was either the main board or the downstream occlusion (dso). The main board and dso sensor were replaced.

Event description:
It was reported that there was error: downstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.